Event description:
Patient reports fatigue a couple of weeks ago. States she is better now; also reports that 3 tubing sets would not fit in site and were not usable. On one occasion, she discovered a "red string object" in tubing. She experienced great pain from pressure. Patient replaced tubing and was better. No further information provided. Product problem regarding tubing only. Reported to (B)(6) by: patient/caregiver.